Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the inpen and mobile device. The customer reported no adverse event. The event involved product(s) mmt-105elgyna. Troubleshooting was performed for loss of communication issue and was not resolved. Explained customer that inpen will be replaced. No harm requiring medical intervention was reported. The customer will continue use of the device. Product return for mmt-105elgyna is expected.

Manufacturer narrative:
System is not accepting 862 (label) as investigation findings code. Hence, mentioning it here. Type of investigation findings: investigation: conclusions: 10 , 862 , 57. Per visual inspection: no physical damage to cartridge holder. Front cap shell won't lock in place successfully. Inpen also received with dose dial indicator fading off and missing dosing window. Dust and debris were visually noted between injection button and dose detent. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Inpen app properly recorded doses during displacement dose accuracy test however, while performing displacement dose accuracy inpen failed to pass within values of (0.04500 - 0.05500) gram equivalent using spreadsheet (frm-00153). Battery investigation was performed, and battery measured 3.019 volts. No battery anomaly noted. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received working as design. No communication anomaly noted. Therefore, the patient concern of inpen not pairing to app could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.